Event description:
The field engineer reported that, during troubleshooting, the sys started displaying interlock error messages, which will cause the sys to shut down uncommanded. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply fuse was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.